Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated due to an out of range pacing impedance measurement on the non-boston scientific right ventricular (rv) lead connected to this device. Boston scientific technical services discussed troubleshooting options with the health care provider. The provider reportedly planned to continue to monitor the patient. No adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service.